Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient developed a vascular complication in the pocket area following implant of the right ventricular (rv) lead. The lead was removed and the procedure was abandoned. No further patient complications have been reported as a result of this event.